Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor, which is a probable cause of the device running without user activation.

Event description:
It was reported that during a surgical procedure at the user facility the saw ran without user activation. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.